Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 28 mg/dl and 262 mg/dl. No strips will be returned. No adverse event reported. No product will be returned.